Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing causing inappropriate mode switches and noise were noted on the right atrial (ra) lead. The ra lead was capped. During implantation of the new ra lead, ffrw oversensing was noted again, resulting in multiple positioning attempts. The new ra lead was implanted and remains in use. No patient complications have been reported as a result of this event.